Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The IFU states: section: warnings and cautions: ¿make sure there is no bleeding at the transition from the repositioning sheath to the internal jugular vein. Close and dress the wound. ¿be sure that the stopcock on the repositioning sheath is always kept in the closed position. Significant bleed back can result if the stopcock is open.¿ ¿make sure there is no bleeding at the transition from the repositioning sheath to the femoral vein. Close and dress the wound.¿

Event description:
The user facility reported that the patient had a rp flex placed to support the acute myocardial infarction with cardiogenic shock with multiple cardiac and systemic comorbidities. The pump was placed and there was bleeding that prompted the team to pause heparin and femstop placement. Later due to dropping platelets the team gave blood while decisions being made. Patient condition poor and long term decisions being made as recovery chances discussed.